Event description:
Reporter stated that the inr result generated by the device for patient #1 was >8.0; lab inr for this patient was 2.2. Patient #2 ; device inr = 1.7; lab inr = 2.6, patient #3; device inr = 1.8; lab inr 3.1. Treatment received, if any, was not specified.